Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no alarms related to the complaint were found in the alarm history. Review of the total daily dose shows the last days of pump use matched the patient's programmed basal rates. The black box showed typical usage alarms and warnings. A 29hr flow accuracy test was performed with no problems and the pump was found to be delivering accurately.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient complained that she was not trained by animas on the pump was promised. She says she received a review of the pump at the clinic but was unable to determine if she was formally trained. She says that the hcp at the clinic programmed the pump's delivery settings the same way they were programmed on her old pump. She reported that she has had blood glucose levels of over 600 mg/dl with nausea, vomiting, shortness of breath and ketones. She said she tried changing her infusion site four different times and stated there was leaking at the infusion site and the cannula had not gone into the skin. She was frustrated and refused to troubleshoot the pump and just wanted to return it. She did not allege any product malfunction.